Event description:
It was reported that during a lap appendectomy procedure, when attempted to fire for the second time, there was no cutting and no staples. Noticed unformed staples. Reopened another gun to complete the procedure. No adverse effect to the pt.